Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information a patient with a 27mm aortic valve implanted 14 years, three months, underwent valve-in-valve procedure due to unknown reasons. A 26mm was implanted inside the failing 27mm valve. Patient post-operative status noted as in recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to calcification and severe stenosis. A 26mm was successfully implanted inside the 27mm valve. The patient tolerated the procedure well and was discharged in stable condition on post-operative day two.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.